Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cable was damaged and the motor was corroded and would be slow and stop; however, the repair was not completed because it is awaiting customer decision for repair. It was noted that the device has not been regularly returned for recommended annual pm. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device failed to start when the trigger was engaged. The event was discovered during testing before surgery. Investigation found the cable was damaged and the motor was corroded and would be slow and stop. No adverse event was reported as a result of this malfunction.